Event description:
It was observed that during the device evaluation, the duodenovideoscope had a cracked light guide lens, the adhesive around the light guide lens was peeled, and the forceps stand had caught fire. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause is suspected that the treatment tool was welded to the tip of the scope. The event of the forceps stand caught on fire can be detected/prevented by following the instructions for use which are stated in: warnings and cautions chapter 3 preparation and inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.